Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. However, review of the device data logs confirmed ventilation was interrupted leading to a device restart with ventilation resumed within the specified timeframe. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.